Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 09-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During an inspection of the subject device before an unspecified examination, the subject device did not power up. There was no report of patient injury associated with this event.

Manufacturer narrative:
As a result of re-evaluating the complaint information after submitting the initial MDR, it was found that this event required risk analysis. As a result of risk analysis, it was found that this event was reportable malfunction on (B)(6) 2020, so the g4 in the initial MDR was corrected from "(B)(6) 2020" to "(B)(6) 2020". And this supplemental report is being submitted to provide additional information. The evaluation of the device confirmed the following; defect of the circuit board was noted. Omsc guessed that the reported event was caused by the defect of the circuit board. The defect of the circuit board may have been caused by aging. If additional information becomes available, this report will be supplemented.